Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of both ts prematurely deploying as t2 remains on the insertion needle. The depth straw has been removed from the handle and t1 is free from the needle. The suture between t1 and t2 is disorganized/loose. The suture tail remains located in its customary position within the fixed straw. T1 was reloaded onto the needle and a shake test was performed, t1 did not dislodge. Device was tested for deployment using a rubber meniscus model, each t deployed as intended. It appears that t1 was likely dislodged from the needle when the depth straw was removed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during meniscal repair procedure, it was reported that device prematurely deployed during meniscal repair. It was reported that both implants just fell out when trying to deploy when needle was through capsule. The surgeon was confident that all debris and both implants were removed. An ipsilateral approach was used for the medial repair of the red/red area of the meniscus. Another fast-fix was used as a backup device. The patient was noted to be okay post-procedure. The case was completed with a backup device. There was a delay that did not exceed 5 minutes.